Manufacturer narrative:
An ocd field engineer visited the site and performed gel camera adjustments, generated a new reference image and replaced the syringe to return the analyzer to expected operation. This customer has not logged any complaints against this analyzer since the incident. Incident is isolated.

Event description:
The customer reported that the ortho provue analyzer interpreted a patient's antibody screen sample as negative. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.